Event description:
It was reported that the pt experienced swelling at the pocket site. Approx 50ml of fluid was extracted from the pocket site. X-ray eval the following day indicated that the catheter appeared severed or disconnected at the connection to the pump. The abdomen was opened and the catheter was repaired. The pt status was reported as "recovered".

Manufacturer narrative:
(B)(4).